Event description:
It was reported that touchscreen was often unresponsive, causing patient to need to tap multiple times before system responded. No information was available regarding any impact to the customer¿s blood glucose level. Customer declined follow up, so no troubleshooting was performed and no additional information or corrective actions were obtained.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.